Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of patients had no flow of medication through a one-link needle free IV connector. The medication being infused was unspecified chemotherapy agent. There was no patient injury or medical intervention associated with this event. No additional information is available.